Event description:
It was reported the hcp attempted several times to fill the pump but, was unable to refill the drug through the reservoir meeting 100% resistance. The drugs in the pump were morphine, clonidine and bupivacaine. The pump was replaced. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.